Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebw0645 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported to the sales rep that during the procedure the healthcare professional was unable to thread the catheter as it appeared to be occluded. The procedure was stopped, device removed and a new kit was opened to complete the procedure. No harm to the patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the catheter could not be threaded over the guidewire was confirmed and the cause was determined to be supplier related. One 5fr d/l powermidline and one guidewire were returned for investigation. A functional test revealed that the guidewire would not pass through the lumen with the red connector. Material from the molding process was obstructing a portion of the lumen with the red connector. The sample was forwarded to the manufacturing facility for further review. Reynosa evaluation: the complaint for ¿catheter appeared to be occluded¿ is confirmed as supplier related. According to the microscopic evaluation an occlusion caused by silicon was found in the molded bifurcation area. A lot history review (lhr) of rebw0645 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported to the sales rep that during the procedure the healthcare professional was unable to thread the catheter as it appeared to be occluded. The procedure was stopped, device removed and a new kit was opened to complete the procedure. No harm to the patient.